Manufacturer narrative:
The exact date of the death is unknown. Complaint conclusion: as reported by the open study, on (B)(6) 2017, the site reported that the study was not complete due to the patient's death. The exact date of the death is unknown at this time. At the time of the index procedure, a right antegrade approach was made with a 6f unknown sheath. There was successful passage of a guidewire across the target lesion. At the time of the index procedure, a single denovo lesion in the femoro-popliteal artery including the entire extent of the left limb superficial femoral artery (sfa) and the proximal portion of the popliteal artery extending to the medial condyle 3cm above the knee joint. The lesion was 20mm in length, 75%, the target reference vessel diameter 3.5-7.5. Heparin was not given. Pre-dilation was performed with a 6x20mm balloon. A 6x80mm flexstent was successfully deployed. Post dilation was performed with a 6x60mm balloon. No dissection reported. (B)(4). The product was not returned as it remains implanted. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Death is a known potential adverse event associated with the peripheral stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors.

Event description:
As reported by the open study, on (B)(6) 2017, the site reported that the study was not complete due to the patient's death. The exact date of the death is unknown at this time. At the time of the index procedure, a right antegrade approach was made with a 6f unknown sheath. There was successful passage of a guidewire across the target lesion. At the time of the index procedure, a single denovo lesion in the femoro-popliteal artery including the entire extent of the left limb superficial femoral artery (sfa) and the proximal portion of the popliteal artery extending to the medial condyle 3cm above the knee joint. The lesion was 20mm in length, 75%, the target reference vessel diameter 3.5-7.5. Heparin was not given. Pre-dilation was performed with a 6x20mm balloon. A 6x80mm flexstent was successfully deployed. Post dilation was performed with a 6x60mm balloon. No dissection reported.

Manufacturer narrative:
Please note that a device history review was performed on the product lot number involved in this complaint. Please see below the updated complaint conclusion including this information. As reported by the open study, on (B)(6) 2017, the site reported that the study was not complete due to the patient's death. The exact date of the death is unknown at this time. At the time of the index procedure, a right antegrade approach was made with a 6f unknown sheath. There was successful passage of a guidewire across the target lesion. At the time of the index procedure, a single denovo lesion in the femoro-popliteal artery including the entire extent of the left limb superficial femoral artery (sfa) and the proximal portion of the popliteal artery extending to the medial condyle 3 cm above the knee joint. The lesion was 20 mm in length, 75%, the target reference vessel diameter 3.5-7.5. Heparin was not given. Pre-dilation was performed with a 6 x 20 mm balloon. A 6 x 80 mm flexstent was successfully deployed. Post dilation was performed with a 6 x 60 mm balloon. No dissection reported. The product was not returned as it remains implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Death is a known potential adverse event associated with the peripheral stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors.